Event description:
It was reported that both the atrial and ventricular leads were fractured. The leads were "mended" at the insulation and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 4968-35, implanted: (B)(6) 2003. (B)(4).